Event description:
It was reported that routine testing showed intermittent noise on the lead. A holter monitor used at the time for reported patient dizziness did not show any bradycardia. The lead was replaced at the time of a system upgrade. It was also noted that inspection of the lead at the time of replacement showed "insulation rub" in two spots. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) outer insulation abrasion (breached). The full lead was returned and analyzed.